Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (service code 107, service code 204, and damaged connector) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The cause of the service codes was the damaged connector on the electrode belt. The root cause of the damaged connectors is excessive force placed at the connectors. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged and the patient was experiencing service code 204 (belt/monitor unusable) and service code 107 (multiple abnormal shutdowns).